Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e05 code) associated to pump/stirring mechanism that does not start. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in lyon, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the error occurred was e06 code (stirring mechanism that uses too much power) instead of e05, as initially reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow up communication with livanova field service representative, it was learned that the error was displayed on the patient side and that the stirrer motor was replaced to solve the error. As per service activity several parts were replaced: stirrer motor, electronic board and patient pumps. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
A complaints database review found that no similar event has been reported for this unit since installation, nor a concerning trend for this failure mode has been identified. Based on the investigation findings, the root cause of the reported event has been attributed to a failure of the motors, which are no longer able to turn freely likely due to wear of the bearings or corrosion/degradation or also to environmental conditions, such as water infiltration, humidity, condensation or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an overcurrent that ultimately damaged the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market